Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing lead impedance (pli) and threshold measurement. Likewise, the patient reported this crt-d beeping once. Boston scientific technical services (ts) discussed that oor beeping function is nominally off so it was not sure whether it has been turned on or not. Based on report from remote monitoring system, a yellow alert was prompted for low lv intrinsic amplitude. In addition, last lv pli measurement was 1,920 ohms however trend shows measurements greater than 2,000 ohms. This patient was scheduled for in-office follow-up to evaluate the system. Additional information indicated that the cause of high pacing impedance was an assumed lv lead microdislodgement. Subsequently, this patient underwent a surgical procedure where this lv lead was explanted and replaced. The crt-d remains in service and the lv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.